Event description:
It was reported that the patient experienced urine leaking due to an artificial urinary sphincter (aus) not working. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The patient was expected to recover well following the procedure.